Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and perform continuity resistance test. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings. Unable to confirm the blood at the site complaint due to the customer not returning the insertion needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that on (B)(6) 2015, the sensor was reading 61 mg/dl and the insulin pump went into threshold suspend but her blood glucose was 195 mg/dl. Then on (B)(6) 2015, the sensor glucose was 48 mg/dl while her blood glucose was 147 mg/dl. The customer also mentioned she had difficulty removing the needle and also experienced blood at site with another sensor. The product would be replaced and returned for analysis.